Event description:
It was reported that during a trial the patient received ineffective therapy. As a result, surgical intervention was taken to replace the trial lead with two trial leads. Issue was resolved.